Manufacturer narrative:
Patient identifier and weight currently not available. Initial reporter email was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During an interventional examination, it was reported there was a loss of interventional imaging mode. The system could not be restarted because the x-ray tube failed to restart. The patient was transferred to another hospital and the angiography was continued. The patient died during examination at another hospital.

Manufacturer narrative:
Patient identifier and weight not available. Ge healthcare's investigation has been completed. During intervention, the angioplasty went fine; however, 15-20 seconds before the end of the procedure the system ceased x-ray exposure and could not be restarted by the medical staff. At that moment, a non-coated stent was placed in the lad (left anterior descending) artery, and was still on the balloon. The cardiologist was planning to check the stent placement from another angle and perform one more balloon inflation to ensure success. The patient's status was reported to be fine at that moment, and it was decided to transfer the patient to another hospital located 15-20 minutes away. At the other hospital, the angiography was continued. The lad was occluded again at the non-coated stent. The occlusion could not be opened again. The patient died approximately two hours after arrival at the second hospital during the procedure. Ge healthcare's medical director determined that failure of the innova system did not cause the patient death, but has contributed to a delay in diagnosis of the complication. Ge healthcare conducted an analysis on the x-ray tube and confirmed that it had an open large filament. The x-ray tube was 59 months old. Engineering analysis also confirmed that the site has a high system usage. The x-ray tube failure was due to high usage coupled with x-ray tube filament aging that involves filament vaporization, wearing, and ultimately cutting, which in general occurs quickly and is difficult to predict for proactive x-ray tube change. Engineering analysis confirmed that all preventive maintenance on this system were performed successfully and periodically without any issues. Since the incident, gehc has replaced the x-ray tube ((B)(6) 2015) and confirmed the system was fully functional. The system was used on (B)(6) 2015 without any issues. At this time, no further action is required.